Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
The customer reported that a v60 ventilator experienced an o2 issue while connected to a patient. It was reported that there wasn't any harm to the patient or anyone else. The customer contacted product support and reported that there is no damage to the ventilator. They checked the significant error log and the following error occurred at the time: cbito2devicefailed, followed by the usual o2unavailable error. The customer carried out various o2 checks, and confirmed that the percentage accuracy, alarm tests, and all appear to be fine. The issue was not duplicated. The customer is asking to be advised of the issue or fault regarding the cbit o2 device failed error.

Manufacturer narrative:
Per the remote service engineer (rse), the customer was sent a quote for a fixed price repair to change the o2 valve and da pca. The customer did not want to go ahead with the repair and chose to decommission the ventilator.